Event description:
The customer called to report that she was hospitalized for low blood glucose. The blood glucose reading was 16 mg/dl when the paramedics arrived at the customer's home. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the functional check. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.